Event description:
It was reported that this right atrial (ra) lead showed over sensing without the specific origin being determined and then it appeared that the right ventricular lead signals were being sensed as well. An x ray analysis was recommended for the ra lead. According to the field representative the physician reviewed the ra lead and wants to continue monitoring without a chest x ray at this time. The ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.